Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Programmer communication was attempted to confirm the device was in safety mode. Communication was not successful and therefore, safety mode could not be confirmed. The device casing was removed for further investigation of the device battery and internal circuitry and initial battery voltage measurements were lower than expected. Analysis identified a damaged insulation tube which resulted in the low battery and subsequent safety mode. This device was manufactured prior to implementation of design changes to mitigate this issue.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that an alert had been generated for this system as the device was in safety core mode. A revision procedure was performed and the device was removed from service. No additional adverse patient effects were reported.